Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The failure could not be duplicated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's touchscreens shut down after short periods of use. No pt injury was reported.